Event description:
According to the customer, on (B)(6) 2022 when using the 'hall saw in the or the blade broke when trying to use it to open the chest'.

Manufacturer narrative:
According to the customer, on (B)(6) 2022 when using the 'hall saw in the or the blade broke when trying to use it to open the chest'. The customer reported the product 'broke off in the bone of the sternum, the procedure was stopped, the patients lungs were re-inflated, the product was removed, and a new product was obtained'. The customer reported that there was no harm that occurred to the patient. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.